Manufacturer narrative:
Based on the available information, the patient underwent revision surgery due to hip instability, during which the proximal body was replaced. The investigation could not include a DHR review as the item and/or lot number was not identified. An invoice search yielded no results. The complaint will remain closed with item and lot numbers unknown, pending receipt of additional information. Should further details become available, the investigation will be re-evaluated.

Event description:
It was reported that patient required revision surgery due to instability.